Manufacturer narrative:
Physio-control further examined the removed power supply assembly and observed that there was process residue on a filter, designator fl10, which caused an intermittent loss of power when the device was operating on dc (battery) power. There were no issues observed when operating the device on ac power. The user interface (ui) to stack flex cable assembly was also further examined and no failures of the assembly were observed.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio replaced both the power supply assembly as well as the user interface (ui) to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.